Event description:
During needle stick to access right femoral artery, md was unable to access artery, the wire became lodged and was removed with difficulty. Distal end of the wire looked curled and was believed to be intact and placed on procedure table. Md was then able to access artery with percutaneous needle and insert cope mandril wire without resistance. Procedure was completed successfully.====================== health professional's impression======================distal end of wire looked curled and was believed to be intact and placed on procedure table.